Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose due to exercising. Customer treated and overcorrected and experienced high blood glucose. Customer attempted to treat high blood glucose with insulin pump and states that insulin pump did not deliver full dose. Customer began to feel dizzy and was not able to see well and went to the emergency room on (B)(6) 2016. Customer's blood glucose was 415 mg/dl. Customer was treated with IV drip and was released once blood glucose dropped to under 150 mg/dl. Customer was wearing insulin pump at the time of emergency room visit. Customer inquired on method for returning products. Customer declined transfer to corresponding department.